Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge button error. There was no negative patient impact.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
(B)(4).